Manufacturer narrative:
Based on the information provided, it is unknown whether the device may have caused or contributed to the reported event. It is not clear if the removal of the mesh was performed because of her alleged reaction or for other reasons. The patient reports itching and swelling following the implant of the mesh and later underwent explant. Currently, medical records and product identifiers have not been provided, therefore, a manufacturing review is not possible. If additional information is provided, a supplemental report will be submitted.

Event description:
The following was reported by the patient: on (B)(6) 2012, the patient was implanted with a ventralex st mesh for repair of an epigastric and umbilical hernia. Following the repair, the patient had itching and swelling in the area of the repair and was unable to have normal bowel movements, thought to be a possible allergic reaction to the mesh (not confirmed or diagnosed officially). No additional testing or medical treatment has been performed. The patient sought further treatment from her surgeon, but no additional medical treatment was ordered. On (B)(6) 2012, the patient underwent explant of the ventralex mesh with primary repair or the previous hernia defects.